Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 12 (cat12) and a indigo system separator 8 (sep8). It was noted that the thrombus was chronic. During the procedure, the physician completed three passes with the cat12 and sep8. After advancing and retracting the sep8 to breakup the thrombus, the physician noticed that the distal end of the sep8 had fractured and was imbedded within the thrombus under fluoroscopy. Therefore, the physician used a snare device to remove the fractured portion of the sep8. The procedure ended at this point. There was no report of an adverse effect to the patient.